Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the distal end with ccd module/us probe fluid damge. Based on the result, we concluded that it was caused due to the fluid damage from the distal end with ccd module/us probe. In addition, our technician confirmed that the insertion flexible tube buckled, the light guide cable buckled, the stay coil deformed, the operation channel (primary) leak, the ultrasound connector body leak, the remote control buttons cut, the segment loose, and the angle wire rupture; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.